Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded. Quality engineer and complaint analyst reviewed the sample returned from the customer. The customer returned two filters under complaints cc # (B)(4). Visual inspection of the device found a liner on the caudal which is most likely why the filter was unable to open during the procedure. Functional evaluation of the filter confirmed that filter opened normally without any issue. No damages were found to the cranial and/or caudal parts of the filter. This time we are unable to further evaluate because the customer did not return any supporting devices. Complaint was confirmed based on findings from visual inspection. CAPA c-2020-052 investigated this reported event and identified root cause as related to manufacturing process variation that was not detected by the inspection process.

Manufacturer narrative:
The sample is indicated as returned. As of the date of this report, the sample has not been evaluated. A follow-up report will be provided once the device has been reviewed.

Event description:
2 separate events during one procedure/same patient: 1. Ivcf was deployed and legs appeared crossed under flouro. Device was retrieved/explanted and a fiber was discovered on the legs of the filter. 2. A second ivcf was deployed and legs did not open or expand upon deployment. Second filter was retrieved.